Event description:
Healthcare professional reported through regulatory agency "capsular contracture (baker grade iii: breast is hard and deformed, but without pain)". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4.

Manufacturer narrative:
Continued e1 phone number :(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported through regulatory agency "capsular contracture (baker grade iii: breast is hard and deformed, but without pain)". This record is for the right side. Device has been explanted.